Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician was cancelled by the account. No further information is available on the repair of the bed at this time since the account cancelled the work order. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.